Event description:
It was reported that the programmer has an experienced an error and running the service disk did not resolve the issue. The programmer was returned for service. The radio frequency head was returned for service and subsequently tested out of specification during the manufacturers analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the programmer booted to an error. (B)(4) - the radio frequency head was damaged and the rubber label portion was missing.